Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 58mg/dl. The customer consumed orange juice and glucose tablets to address the bg level. Recommendation was made to consult with health care provider to discuss diabetes management.